Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests were not performed due to motor error anomaly. The motor was tested outside of the device and it passed. The minilink transmitter communicated properly with the insulin pump, no calibration error noted. The insulin pump had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.